Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the contamination in the air/water channel, other evaluation findings are as follows: there was fluid evident in the light cover glasses and the light transmission; the light cover glasses adhesive, the optical cover glass adhesive, the distal end cap, the control body aspiration housing colored ring, and the control body air/water housing colored ring were worn; the distal end adhesive was discolored; the suction connector had water leakage; there was a misty image; the biopsy channel was leaking; the angles in the down/right directions did not meet specification; the up/down/left/right/ angles had play evident; and the up/down brake was not holding. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The loaner colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a white contamination, possibly a simethicone-type product, was found in the air/water channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the foreign material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the biopsy channel. Additionally, the foreign material could not be conclusively identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.